Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the okay button was under responsive and that the keypad cover was damaged (torn / punctured). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was torn over the ok button and between the up arrow and contact buttons. During testing, the ok and contrast buttons were unresponsive; the up arrow and down arrow keypad buttons responded appropriately. The keypad cover was opened and no contamination was found; however, the keypad flex was damaged. Unrelated to the complaint, the audio bolus button¿s responsiveness was unable to be tested due to the damaged keypad cover. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.